Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition; in addition, the shaft of the device was observed to be bent and kinked. Due to the returned condition of the device no further testing could be performed to evaluate the reported incident; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft.

Event description:
It was reported that during a sleeve gastrectomy procedure, an er320 clip applier misfired. The clip did not form properly and caused some bleeding on the staple line. The surgeon then opened a covidien clip applier and clipped all the way along the bleeding staple line. He noted an arterial bleed as well as general bleeding along the line. Surgery was prolonged sixty minutes.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Based on the video evidence, device misfiring can be confirmed. Unfortunately, the root cause of the issue could not be determined from the video. It appears that the device was not delivering the first clip completely on the structure before feeding the next clip which was causing clip jams to occur. A slight scissoring of the 2nd clip could be seen. External forces on the jaws of the device can directly impact its ability to deliver a properly formed clip and feed the subsequent clip into the jaws. There was movement during the firing stroke that may have led the device to not function properly, but the magnitude of the forces on the jaws cannot be measured in the video. It is important to bring all forces to neutral before firing the device.